Manufacturer narrative:
(B)(6). No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial biopsy, a screw for the base was found to be damaged. The half of the screw that was stuck in the skull was removed by the surgeon and a new trajectory was selected. By selecting a new trajectory, it was indicated that a second burr hole was required on the patient. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
A medtronic representative reported that the surgeon switched from an angled base to a straight base when the reported issue occurred.